Event description:
Hospital reported procedure was for a non-union of the ankle.

Manufacturer narrative:
Information provided by hospital. Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be completed.